Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. Article titled, staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery.

Event description:
This was reported based on literature review. A 72-year-old male with right limb weakness was diagnosed with a left internal carotid artery (ica) occlusion at the c1¿cavernous segment, confirmed by imaging showing infarction in the basal ganglion and internal watershed area. He underwent staged endovascular treatment beginning 16 days after imaging-confirmed occlusion. In the first stage, balloon angioplasty (pta) was performed, successfully recanalizing the vessel but resulting in two iatrogenic dissections: type a at c1 and type b at c3¿c4 which were noted to be caused by an abbott guidewire. After a 35-day interval, the second stage involved stenting with a protégé 10¿7×40 mm stent. Abbott devices used in this case included the hi-torque pilot-50, command, and command es guidewires. The procedure was technically successful, and follow-up at 28 months showed full patency of the ica with no adverse events and a modified rankin scale (mrs) score of 0. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.